Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod longer than 48 hours on the infusion site (leg). As treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The device generated an 0x3d hazard alarm, indicating that the step sensor was asserted before the wire was driven. An internal fluid tear/leak was observed, leading to pcb corrosion and insufficient battery voltages. The internally damaged cannula is confirmed as the cause of the reported 0x3d hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.